Manufacturer narrative:
The 01-jun-2017 product investigation results: the reporter returned toothbrush head on 01-jun-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Brush heads fallen apart whilst brushing teeth as the head loosens itself to such a degree that it pops off the stem [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported via e-mail on (B)(6) 2017 that the 3 brush heads used from an oral-b power oral care refills precision clean pack of 8 had fallen apart while brushing his teeth as the head loosens itself to such a degree that it pops off the stem. He reported all had done this within a couple of weeks and with no appreciable wear to the bristles. The consumer stated the pack appeared to be faulty. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush heads fallen apart whilst brushing teeth as the head loosens itself to such a degree that it pops off the stem [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via e-mail on 22-apr-2017 that the 3 brush heads used from an oral-b power oral care refills precision clean pack of 8 had fallen apart while brushing his teeth as the head loosens itself to such a degree that it pops off the stem. He reported all had done this within a couple of weeks and with no appreciable wear to the bristles. The consumer stated the pack appeared to be faulty. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.